Manufacturer narrative:
The sample was provided, and an evaluation was performed. The root cause is overstressing of the instrument. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Event description:
Customer reported via email: yesterday the instrument end came off. We tried to put it back on and it looks good, but it will not ratchet, and the claw will not close, so it is broken somewhere. This instrument has not been used that many times, so I think there is an instrument malfunction. 04oct2019 additional information: 1. What was the procedure that was being performed? Diagnostic laparoscopy 2. Did any part the instrument fall into the patient¿s body, and if so, how was it retrieved? Yes, retrieved with forceps 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No, laparoscopic procedure. Had visual. 4. What was the patient¿s outcome? Normal 5. Was the procedure completed as planned? Yes 6. Can you please send all parts of the instrument for evaluation? Yes 7. Do you have the lot number? No no further information available.

Manufacturer narrative:
(B)(4). On (B)(6) 2019 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer reported via email: yesterday the instrument end came off. We tried to put it back on and it looks good, but it will not ratchet, and the claw will not close, so it is broken somewhere. This instrument has not been used that many times, so I think there is an instrument malfunction. On (B)(6) 2019 additional information: what was the procedure that was being performed? Diagnostic laparoscopy. Did any part the instrument fall into the patient¿s body, and if so, how was it retrieved? Yes, retrieved with forceps. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No, laparoscopic procedure. Had visual. What was the patient¿s outcome? Normal. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? Yes. Do you have the lot number? No. No further information available.